Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal distal release stent was to be used for palliative care to treat a malignant lesion in the esophagus starting from the mid-section to gastroesophageal junction, during an upper gi endoscopy under fluoroscopy with metal stent placement procedure performed on (B)(6) 2017. Reportedly the patient¿s anatomy was tight and was dilated prior to stent placement. According to the complainant, during deployment, the deployment suture was pulled but after partially opening, the "catheter got struck" and the stent could not be positioned correctly. The stent was deployed in the crycopharynx. Reportedly, the patient experienced discomfort. The stent was removed from the patient using rat tooth forceps and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Updated with the additional information received on june 23, 2017. (B)(4). Investigation results: a deployed ultraflex esophageal stent was received for analysis. There was no issue with the stent and no other issues were identified during the product analysis.   The investigation concluded that the reported event was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context.   A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal distal release stent was to be used for palliative care to treat a malignant lesion in the esophagus starting from the mid-section to gastroesophageal junction, during an upper gi endoscopy under fluoroscopy with metal stent placement procedure performed on (B)(6) 2017. Reportedly the patient¿s anatomy was tight and was dilated prior to stent placement. According to the complainant, during deployment, the deployment suture was pulled but after partially opening, the "catheter got struck" and the stent could not be positioned correctly. The stent was deployed in the crycopharynx. Reportedly, the patient experienced discomfort. The stent was removed from the patient using rat tooth forceps and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on june 23, 2017: the complainant clarified that, after the ¿catheter got struck¿, the stent prematurely deployed in the crycopharynx, which was not the physician¿s desired location.